Manufacturer narrative:
Additional information b5:medtronic received additional information that the customer replaced the instrument after observing the issue. The instrument was measuring the patient samples incorrectly and it was afterwards measured on a new act, and significant different result. The difference was between samples. The incorrect measurements were not seen with control samples. The issue was not observed with the electronic control as well as the liquid controls. Device evaluation summary: the reported issues with measurement and not measuring correct was not verified during the incoming inspection. The service technician observed errors 010, 012, 013 and 015 in the statistic log file and that the lift bar height measured 0.0845-0.0865 and was out of specification. The issue will be resolved by the solenoid being adjusted, lift bar height being adjusted to 0.0910-0.0915 inch, verifying that the the heat block temperature measures 37.0 ºc and is within specification, replacing the assy switch keypad act plus, assy switch softkey act plus , keypad overlay intl act plus and overlay 86707 softkey intl act plus . Preventive maintenance will be performed per specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument had issues with measurement. It was not measuring correctly. Use of the instrument was unspecified. There was no adverse patient effects reported with this event. Medtronic received additional information that quality control is preformed every week. It was stated that different lot numbers of cartridges and controls were used, but the same failure still occurred. An error code was not associated with this issue. Test results were not obtained and heparin was not administered based on the results. It was stated that the measurement issue was not related to one specific patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.